Event description:
Caller states that printed on the vial of strips as the expiration date is 2006. MFR has the expiration date as 2004. No adverse event reported. Customer states that it appears that the label got wet at some point. Requested return of suspect vial and replacement was sent.